Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were recharging the device and the recharger was working fine. Patient went to turn on the handset to monitor the recharging and saw a por message. Patient said they were able to clear the por message by pressing ok. Patient said they were not able to turn stim on. Reviewed they will need to charge the ins first. Patient said they haven't charged the ins in 2 months. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.